Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, an open ground wire was found during a safety test. The ground wire had been broken at the plug strain release. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). The unit was still functioning, but this had a potential for electrical hazard. Fsr removed the plug and found ground wire was broken inside its insulation at the plug strain relief. The hot and neutral wires were intact. After the fsr cut three inches off end of power cord to remove damaged ground and rewired the plug on the cord, the unit operated to mfg specifications and was returned to clinical use. No additional action will be taken at this time.